Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Investigation: samples received: (B)(4) unopened race packs. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples to analyze this complaints. A tightness test to the samples received has been performed and the units are tight. We have checked all samples received and all of them have the needle attached to the thread. There are no missing needles. On the other hand, pull out of suture in the closed samples received is correct and the current one. Sutures have been pulled out without difficult and does not become tangled. We have also tested the needle attachment strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep):0.72 kgf in average and 0.54 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum) a reviewed of the batch manufacturing record shows this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements.

Event description:
It was reported there were problems with the suture. It was reported the event occurred pre-operatively. No patient was involved or during a surgical procedure. The nurse opened the new package: the 1st thread was detached from needle, the 2nd needle was missing at the thread, the 3rd thread stuck in the package making withdrawal impossible. The nurse opened another package with different batch and have no problems.